Event description:
It was reported that a physician requested a review of the reports from this pacemaker. Technical services (ts) analyzed the data and identified over sensing on the atrial channel, which resulted in inappropriate atrial tachy response episodes. The device also stored pacemaker mediated tachycardia episodes. Automatic pace threshold tests stored during the configured collection period were successful. Ts recommended reviewing ra settings for potential programming optimization. The patient is scheduled for a cardiology follow up. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.